Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to deterioration of the cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received based on device evaluation. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the coupler unit lock button was not working, the image had white dots, the cable unit was deteriorated, which was the probable cause of the reported image issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head had no image, and the camera cable was defective. There was no harm or user injury reported due to the event.